Event description:
Procedure: gastric bypass. According to the reporter: when fired stapler it looked like it closed but was in anastomosis, so is tricky to tell. He fired and it got caught in tissue. Staples were fired but reload stayed shut. He cut reload out of tissue. The sonicision had lots of smoke and made a strange noise so he refused to use it. It was not used on the tissue. They opened a new one and it worked.

Manufacturer narrative:
(B)(4).